Manufacturer narrative:
Correction: date of event, concomitant med prod data annex b: b21 annex c: c21 annex d: d16 additional information: annex a: a0404, a040502, a1801 annex g: g0301201, g02017, g04088, g0405203 annex b: b01, b14 annex c: c23, c0601 annex d: d11, d15, d0302. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the failure reported that the device did not alarm could be identified. In both devices there is no manufacturer seal, pump module noted liquid residue can be seen on the outside near the membrane, platen and pressure sensors. Broken ail sensor does not fit properly when closing, rear case, bezel assembly are third party part. A log analysis of the suspect device was performed. No information relevant to the reported failure was found, nor did the logs match the reported date of the event. The following analysis is of the latest logs from 31jul2025. No failures or errors were found during the last few days. Air in line threshold product analysis procedure ((B)(4)) was followed an infusion was programmed at the rate of 125ml/h with air bolus limit set at 75l, as outlined in step 4.5.1.5 of the air in line threshold test method. The limits were tested by injecting a single air bolus into the injection site above the pumping segment. A 500l digital syringe was utilized to insert a measured single air bolus to test the upper and lower limits. Three test trials were performed on the suspect device for the lower and upper limits. The test was failed. Following the procedure noted for accumulated air testing in the air in line threshold product analysis procedure (dir# (B)(4) section 4.5.2), a steady stream of single air boluses was inserted into the line above the pump. After approximately 4 minutes from the start of the test, the pump module alarmed and stopped the infusion; indicating the unit is within tolerance and alarming appropriately. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. Bd alaris system user manual (v12.1), perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: devices were disassembled for this investigation, please ensure proper screw torquing and testing is performed. Repair center should follow their normal processing of the device, looking at any incidental issues prior. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Suspect pump module sn/ (B)(6): replace: ail assembly bezel assembly rear case concomitant point care unit (pcu) s/n: (B)(6). Replace front case /keypad assembly. Root cause: the root cause of the device did not alarming air in the line was a failure in the broken ail assembly, due to poor alignment with the rear case. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device did not alarm air in the line. There was patient involvement but no harm.

Event description:
It was reported that the device did not alarm air in the line. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.